Event description:
It was reported that the chronic pocket incision had stretched and threatened erosion of the skin over the left ventricular (lv) lead where there was only a thin layer of skin. A pocket revision procedure was performed where the pocket was cleaned out and this cardiac resynchronization therapy defibrillator (crt-d) was moved from a sub-cutaneous to a sub-pectoral location on the patient. The lv lead was not manufactured by boston scientific. It was noted that there was no evidence of pocket infection. No additional adverse patient effects were reported. Currently, this crt-d remains in service. According to additional information, after revision procedure, the patient developed an infection. This crt-d system was explanted with no replacement. No additional adverse patient effects were reported. This product has been returned to boston scientific for analysis.

Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that the chronic pocket incision had stretched and threatened erosion of the skin over the left ventricular (lv) lead where there was only a thin layer of skin. A pocket revision procedure was performed where the pocket was cleaned out and this cardiac resynchronization therapy defibrillator (crt-d) was moved from a sub-cutaneous to a sub-pectoral location on the patient. The lv lead was not manufactured by boston scientific. It was noted that there was no evidence of pocket infection. No additional adverse patient effects were reported. Currently, this crt-d remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the chronic pocket incision had stretched and threatened erosion of the skin over the left ventricular (lv) lead where there was only a thin layer of skin. A pocket revision procedure was performed where the pocket was cleaned out and this cardiac resynchronization therapy defibrillator (crt-d) was moved from a sub-cutaneous to a sub-pectoral location on the patient. The lv lead was not manufactured by boston scientific. It was noted that there was no evidence of pocket infection. No additional adverse patient effects were reported. Currently, this crt-d remains in service. According to additional information, after revision procedure, the patient developed an infection. This crt-d system was explanted with no replacement. No additional adverse patient effects were reported. This product has been returned to boston scientific for analysis.